Event description:
A healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, plunger passed over the lens and pinched the posterior haptic at the exit. The procedure was completed on same day by using another iol of same model. There was no patient involvement and harm. Additional information received stating that there was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).